Event description:
Spontaneous call. Pump malfunctioned. Ms3 sn: (B)(4), maintenance due 02/23/2019. Pt did not have batteries in the ms3 pump and the programming erased. Pt does have 2 other working pumps (she just received a new pump and has not sent back the other pump due for maintenance yet.) The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2010 to current. Diagnosis or reason for use: pah.